Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose. It was that the customer has seizures and hypoglycemia. The customer's blood glucose was 60 mg/dl. While he was taken in the ambulance. It was stated that the customer's blood glucose went up to 100 mg/dl at time of his admission, but one hour later his glucose level was at 26 mg/dl after taking glucagon. It was stated that the customer ate off schedule and had a hectic day, which may have contributed to the low blood glucose. Troubleshooting was performed. All the programming on the insulin pump was correct. Ran a displacement test and the insulin pump passed the test. No further info was provided.